Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an accident and fell right on her device on (B)(6) 2017. There was no electricity going through and she can't connect or charge using the implantable neurostimulator recharger. Repositioning the antenna did not resolve the issue and the patient was still getting the reposition antenna screen. The patient tried to connect to the implantable neurostimulator using the patient programmer, but was only seeing the poor communication screen. This was considered a sudden change. There were no further complications reported.